Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a moderately calcified and scarred common femoral artery using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a prostyle cuff miss [suture retrieval issue] was noticed. After the device was removed and examined by the staff, it was noted the posterior foot was missing. Fluoroscopy and ultrasound imaging were taken; however, the foot was not located. There was no obstruction of flow to the lower limb. Prostyle use was aborted, and the sheath was upsized to 10f. The evar procedure was completed. A surgical cut down was performed with surgical suturing used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was not confirmed as not all components were returned for analysis. The foot separation was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.